Event description:
As per bsc representative: "the device was used with an introducer sheath. The approach was ipsilateral. The first introduction and removal was uneventful. The unit was re-advanced and during re-advancement of the unit through the sheath the tip detached inside of sheath. The unit was still inside sheath and over guide wire. Chose not to make a third pass as they felt they had achieved an adequate image the first time. It is unknown if the anatomy was tortuous. No resistance during this procedure was indicated." The procedure was completed without any problems.